Event description:
A 44mm trinica plate was implanted, during a two level procedure, at c5-c7. During a follow-up examination, approximately six months post-op, it was noticed on an x-ray image that the two inferior placed 16mm variable screws were broken mid-shaft. A 50% collapse in the tricortical wedge grafts was also observed. There has been no change in the patient's condition since the plate was implanted. The surgeon has no plans to reoperate at this time.